Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Archives were returned. Archives loaded into system without issue and followed imaging protocol. Produced a good 3d model, however, the registration technique could use work. It does not expand to the ears or into the hairline. Recommend using touch registration in conjunction.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed nothing abnormal. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon was only using a straight suction for a procedure and felt 8 millimeters inaccurate. It was noted the registration probe was also inaccurate. The site attempted to reregister three times without resolve. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause. Analysis found that concur with cc-2213131 that model is of good quality but trace pattern could be expanded to cover more surface area. There is not enough information determine whether a software anomaly contributed to the reported inaccuracy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.